Manufacturer narrative:
The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. However, it was noted that the left vertical switch was not triggering. The returned footswitch was connected to a calibrated system and a system messages (sms) were both shown. The left vertical switch on the left cable wing switch was found to be short. Unplugging the switch resolved a sm. The battery was found to be depleted and was installed into a hotbed 2.04 footswitch. The battery charged as intended, resolving the other sm. Root cause: the root cause of the reported event can be attributed to a nonconforming left cable wing switch. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 25, 2015. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on march 21, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this footswitch. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that prior to a case the system reflux was not working on the foot pedal. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).